Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was over 300 mg/dl, which was treated with manual injection. The customer did not observe any significant events leading up to the alarm, stating that the device had not been exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.